Manufacturer narrative:
Follow-up # 2 ¿ (6/19/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 1/172013 and 5/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient contacted lfs (B)(4) on (B)(6) 2012 alleging inaccurate readings on his meter. The patient had obtained a 29 mg/dl and then a minute later retested and obtained a 107 mg/dl a minute later on (B)(6) 2012. The patient denied exhibiting any symptoms due to the alleged issue. The patient also denied receiving any treatment or contacting their physician due to the alleged issue. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the result is greater than 20% or mg/dl.